Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the she took insulin pump in shower and it started beeping took the case off and noticed crack on insulin pump. Customer stated that the infusion set did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.